Event description:
A report was received that the patient had difficulty charging because the ipg was tilted. There was no imaging done but it was determined that the ipg was not in a good positioning. The patient underwent a revision procedure. During the procedure, the lead extension was replaced due to a fray on a contact that did not allow it to go back into the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Additional information was received that the lead extension was frayed prior to surgery.

Manufacturer narrative:
Sc-3138-25 (sn (B)(4)) the complaint has been confirmed. Visual inspection revealed contact # 2 was crimped at the proximal end. The root cause of the damaged proximal end is unknown, a review of the DHR found no anomalies when the lead was manufactured.

Event description:
A report was received that the patient had difficulty charging because the ipg was tilted. There was no imaging done but it was determined that the ipg was not in a good positioning. The patient underwent a revision procedure. During the procedure, the lead extension was replaced due to a fray on a contact that did not allow it to go back into the ipg. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the patient had difficulty charging because the ipg was tilted. There was no imaging done but it was determined that the ipg was not in a good positioning. The patient underwent a revision procedure. During the procedure, the lead extension was replaced due to a fray on a contact that did not allow it to go back into the ipg. The patient was doing well postoperatively.